Event description:
It was reported that prior to an unknown procedure, the gen04 did not work out from the beginning of the op with generator error code. No noted how case completed. No pt consequence.

Manufacturer narrative:
Evaluation summary: it was reported that the generator is being returned to the service and repair facility with reports of an error code. The analysis site found that the unit boots up with error 1. The site replaced the main pcb to correct the complaint. The site also performed sb 04-018 and replaced the bezel. The generator was serviced, then burned in, functionally tested, and was found to operate properly.